Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie drawer would not open. A field service engineer found that the drawer 6 was failed during a remote support session and worked with customer to open the drawer and removed a medication jam. The drawer was successfully recovered to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a cubie drawer failed to open. The affected drawer could not be identified. The issue occurred during medication retrieval, resulting in an approximate 2-minute delay; the medication was obtained from another station. Troubleshooting included a reboot and drawer recovery; however, the drawer remained unrecoverable and did not open during recovery. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.